Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported, when the surgeon went to lif t the flap a small section was not cut. The case was complete. Additional information received; a blade was used to lift the flap.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Log file review shows all laser system functions were within specifications for the respective treatment. The picture on the treatment report shows a blurry area superiorly close to the hinge. This is not the typical appearance of an interrupted bubble layer caused by foreign particles on the patient pi. It appears to be a small vertical gas breakthrough (vgb) caused by a preliminary existing scar. No technical root cause was identified as the product was found to be within specifications. The most possible root cause may be a small vgb caused by a preliminary existing scar. Potential contributing factors to the incomplete flap may be movement of the patient, improper docking and/or too much fluid on the eye. The manufacturer internal reference number is: (B)(4).